Event description:
Additional information was received that the impedances had decreased during the procedure, and the lead remains implanted.

Manufacturer narrative:
At this time, the lead remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during an upgrade from the implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d) the left ventricular (lv) lead had impedances between 2000 and 3000 ohms in bipolar. When in unipolar, the lv lead had impedances values of 1000 ohms. The bipolar impedances were tested on the pacing system analyzer (psa) and remained high. The lead was implanted. No adverse patient effects were reported.